Manufacturer narrative:
Continuation of concomitant products: 5076 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to oversensing, sensing integrity counter (sic), and out of range lead impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.